Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. An out of regulation condition was reported. Additional information received reported that an impedance check was performed and an out of range electrode was found. The patient's groups were reprogrammed to remove the use of the electrode and the patient did not have any further problems. The manufacturer representative did not hear from the patient after the reprogramming.